Manufacturer narrative:
(B)(4). Additional information: the lot was manufactured from 07/13/2014 to 07/14/2014. The device was received for evaluation with fluid inside of the package that contained the unit. Visual inspection found that the fluid was due to an untightened blue winged luer cap. Functional leak testing was performed; the device was refilled with colored water, its blue winged luer cap was hand tightened, and the unit was monitored for leakage until the following day. No signs of a leak were observed from the blue winged luer cap. Leakage due to a non-conforming product was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked. The leak was identified after the device was filled with fluorouracil and sodium chloride, but before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Hould additional relevant information become available, a supplemental report will be submitted.